Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient experienced a stimulation in the wrong location, down her left leg and foot and noted that has been present since implant. Patient thought she turned ins off about 4 years ago because she took the batteries out of the controller, but continued feeling stim in foot sometimes. Patient went to turn stim back on today and adjust therapy and noticed feeling stim in her hip as well as the leg and foot. Patient decreased amplitude and this eliminate the uncomfortable stimulation and said they just a little bit. No further complications were noted or anticipated.